Event description:
Patient with a normal pressure hydrocephalus responded very well to his initial vp shunt. Patient has recently developed progressive gait instability very reminiscent of his pre-shunt status. I attempted to perform a nuclear medicine shunt study, but doctor was unable to access his rickham. He had a convincing story for shunt malfunction and gait disturbance. The valve was removed and the distal tubing was interrogated with a manometer and the flow to the abdomen was brisk and settled down at 1 centimeter of water. There was physiologic response to abdominal pressure. This confirmed an excellent distal catheter, suggesting that the shunt was the culprit.rickham reservoir was accessed with a 23-gauge butterfly needle with excellent flow of low-pressure cerebrospinal fluid. This confirmed a working proximal shunt system. To this end, we dissected distally onto the valve.the valve was removed and the distal tubing was interrogated with a manometer and the flow to the abdomen was brisk and settled down at 1 centimeter of water. There was physiologic response to abdominal pressure. This confirmed an excellent distal catheter, suggesting that the shunt was the culprit. To this end, we replaced the shunt.